Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that hour glass/no readings/sensor error occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On the same day the sensor was inserted, the patient stated the cgm was displaying a sensor error and she did not know what her readings were. She did not feel any symptoms but passed out while she was at home. Her boyfriend called the paramedics and when they arrived, the cgm was still displaying sensor error. They checked the patient's blood glucose and it was 44 mg/dl. The paramedics treated the patient with IV glucose and the patient's bg increased. At the time of the report, the patient stated they had a headache, a swollen jaw and pain their arm but other than that they were feeling better from the hypoglycemic event. No product or data was provided for investigation. The allegation and probable cause could not be determined. The complaint states that hour glass/no readings/sensor error was reported. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.